Event description:
It was reported that subsequent to successful placement of a 2.5mm coronary stent, the physician inserted and inflated a 3.5mm balloon catheter. A perforation occurred and the pt became transiently hypotensive. The perforation was successfully sealed off and an intraaortic balloon pump was inserted for hemodynamic support. The pt was initially stabilized and the balloon pump was removed on 6/19/99. On 6/20/99 the pt showed signs of acute renal failure and respiratory distress requiring intubation. His condition continued to deteriorate and he subsequently expired on 6/22/99. It was also reported that the device did not malfunction, however there was user error in that the wrong balloon size was inadvertently used.